Event description:
Procedure type: cholecystectomy. According to the reporter: during the procedure the doctor inserted the trocar in the facie and the peritoneum and saw through the optic the defected distal end of the trocar. The doctor took the defect trocar out the abdomen and changed it for a new one. There was not any other complications in this surgery-procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 05/14/2009.